Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported the non-osseointegration of a dental implant, but did not provide much information about the case. The patient presented bone type iii.